Event description:
Nsk america received a report from our distributor that an sgs-e2s handpiece overheated during a tooth extraction procedure and the patient received a burn to their lip. Patient information or status has not been provided at the time of this report and a follow-up report will be made if further information about the event becomes available.